Manufacturer narrative:
Engineering evaluation noted that the fracture initiation appears to have occurred in the well-defined dark region on the lateral aspect of the distal taper, generally the area of maximum stress. Associated with 1038671-2008-00024 and 1038671-2008-00025.

Event description:
Revision of hip components due to a fractured stem.